Manufacturer narrative:
Device evaluated by biomet (B)(4) rep.

Event description:
It was reported that following insertion of the nail into the patient, proximal drilling could not be carried out due to misalignment between the jig and nail. The procedure was completed with freehand drilling and locking but resulted in a delay of over 30 minutes.